Manufacturer narrative:
The insulin was monitored and no blank display was noted. The pump was inspected and no trace of moisture damage or anomaly found on the battery tube or electronic boards was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she turns the insulin pump off when she takes a shower but found it was already off. Customer stated that she usually suspends it, but after she changed the battery, the pump would not turn back on. Customer's blood glucose is 134 mg/dl. Customer stated that the blank display was not less than 30 seconds. Troubleshooting was performed but the customer stated that the display did not return. Customer called back after waiting 2 hours before reinserting a battery. Customer stated that the pump screen did not return. Customer's blood glucose is 500 mg/dl and she used a syringe to treat. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.